Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: catalog, lot, UDI, expiration date. G4: PMA/ 510(k). H3, h4, h6: part # 04.038.390s. Synthes lot # h279267. Supplier lot # n/a. Release to warehouse date: 21 feb 2017. Manufactured by: synthes elmira. No ncrs were generated during production. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 04.038.390s, tfna helical blade perf l90 tan is stuck with helical extraction instrument the provided evidence was not sufficient to confirm the reported event of jammed or seized. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached doesn't draw any conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Helical blade perf l90 tan got stuck in extract-instrument.

Event description:
Device report from depuy synthes reports an event in australia as follows: it was reported that on march 22, 2024, during loan kit inspection, by the loan kit technician, it was identified that the instrument got stuck with another instrument and unable to get separated. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer this report is for one (1) unknown insertion instrument this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample, it was found to be stuck in the extract-instr f/tfna helical blade+scr with signs of bone embedded in the blade section. It was noted that the implant appeared to have been attempted to be implanted. Furthermore, impacts and nicks were observed around the implant, which are not related to the embedded bone. This suggests that the components may have become stuck due to the impacts observed. A functional test was performed, concluding that the components cannot be disassembled. This confirms that the devices are firmly joined together. Thetfn-advanced¿ proximal femoral nailing system (tfna) surgical technique. Af was reviewed. Following relevant statements were found. Starting notes: -the screw advances in 1.75 mm increments by turning the handle 180° (or 3.5 mm with a 360° turn). -for final positioning, rotate the handle clockwise to engage the screw further into the bone. Avoid rotating counterclockwise, as this can create a gap between the screw and the bone. -the screw can be over-inserted by a maximum of 0.1 full turn. -the etched line on the inserter indicates the orientation of the screw's lateral oblique end. Insertion procedure: the screw insertion assembly is passed over the guide wire, through the sleeve, and into the nail. Turn the inserter clockwise until the marked line on the inserter meets the flange on the guide sleeve. This ensures that the screw tip reaches the guide wire tip, confirming the inserter handle is properly aligned with the aiming arm for effective locking mechanism engagement. Precautions: -an image intensifier should be used to monitor screw positioning during insertion. -ensure that the guide wire is properly placed to prevent clogging of the cannulation, which may interfere with optional augmentation procedures. A dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l90 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot ==> part # 04.038.390s synthes lot # h279267 supplier lot # h279267 release to warehouse date: 21-feb-2017. Manufactured by: synthes elmira. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.